Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical light - powerled. During maintenance it was found the cap of suspension arm was damaged. Based on photographic evidence the protector was damaged with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text: device not returned to manufacturer.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical light - powerled. During maintenance it was found the cap of suspension arm was damaged. Based on photographic evidence the protector was damaged with missing particles. We decided to report the issue in abundance of caution as any parts or particles falling off into sterile field or during procedure may cause contamination or serious injury. The device has been repaired by replacement of cap (ard652000186) and returned to use. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was not being used for patient treatment or diagnosis when the event took place. After examining the photo, the probability that a shock could be the root cause. Furthermore, the user manual specifies to check the proper position of all covers on the main arm. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a.